Manufacturer narrative:
The field service representative (fsr) installed a new temperature module. Verification/release testing passed successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the temperature module was flashing yellow and then turned red. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the temperature module to lab use only (luo) testing equipment. The temperature module was ran and tested for 72 hours with no observation of any failures. It was determined that the temperature module met specification.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the complaint indicated that the issue occurred on (B)(6) 2022, but the log indicated that the issue likely occurred on (B)(6) 2022 (the last time the system was used before (B)(6) 2022). On (B)(6) 2022 the temperature module reported many status changes between in range to under range. This was likely what the reported light emitting diode (led) behavior was. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.